Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to assess the instrument's performance. The customer replaced the aspirate probes and peristaltic pump tubing connected to the aspirate probes. All verification testing passed within published instrument and assay performance specifications after the components were replaced. In conclusion, the cause of the elevated troponin I (access accutni+3) result is due to a system malfunction. No one part can be implicated as the sole contributor in this event as multiple components were replaced by the customer.

Event description:
The customer reported obtaining an elevated troponin I (access accutni+3) result in association with the access 2 immunoassay system serial number (B)(4) for one (1) patient. The customer stated the elevated access accutni+3 result was reported from the laboratory and the patient was transferred to an alternate facility. The patient was retested at an alternate facility using a siemens analyzer and a lower troponin result was obtained. Prior to the event a system check was performed and failed to meet specifications. The customer repeated the portion of the system check that failed and the results passed within published performance specifications. Subsequent access accutni+3 level one (1) quality control (qc) recovery was intermittently above the laboratory's established ranges. The customer performed a system check after the event and the results failed to meet specifications. The sample was plasma, collected in a lithium heparin gel tube. The sample was centrifuged at 5100 rpm (revolutions per minute) at room temperature. The customer did not provide the length of time the sample was centrifuged. No sample integrity issues were reported by the customer. A beckman coulter (bec) field service engineer (fse) was not dispatched to assess the instrument's performance.